Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion part was fractured internally, the light guide bundle was severely interrupted and weakened, component failure of the light transmission component. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented blurry and dark image. The event occurred during setup/ inspection for use, before patient in room. There were no reports of patient harm.